Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported that a patient was having ¿lots of issues;¿ stimulation was not working, the battery was dead, and it needed to be changed out. The patient noted that he was having other issues but ¿it didn¿t have to do with the implant.¿ the patient stated that he had been ok for the past year and a half. It was noted that he has not been seeing anyone and didn¿t have a healthcare professional (hcp). The patient further noted that the hcp he had ¿didn¿t really care for him.¿ the caller stated that his hospital visit was not related to the implantable neurostimulator (ins), but he was a ¿small guy¿ and could only use the ins when he was laying down or in the recliner. The patient stated that because he didn¿t have any meat on his bones it would come up under his rib cage, but he stated that it was ¿broke¿ and the pain in the legs returned because he hadn¿t used the ins in a few months. The patient stated that the battery was so dead that it can [can¿t] be recharged and the wires were in the wrong place.